Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced an increase in recharge burden, due to the inability of the ipg to provide at least 24 hours of therapy when fully charged. No additional information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient had lost stimulation. Additionally, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.